Event description:
Brake not holding.

Manufacturer narrative:
Brake mechanisms and casters show excessive wear. Replaced critical mechanical parts in brake block assembly and replaced brake casters. Bed found in hallway near bedshop, no notes. Repairs found in normal pm process. No complaint, no reported incident or injuries.